Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging customer states the internal "battery is not charging" alarm occurred on a trilogy o2 ventilator. The device was in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation while the issue was not duplicated during testing an error code in relation to (internal battery not charging) was recorded in the device event log indicating a failure had occurred in the charge control. In conclusion, the device's power management board needs to be replaced to address the issue. The part was not replaced due to the lease term of the device being up. Confirmed the software version is 14.1.03. The suspected power management board was sent to the manufacturer product investigation lab for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed. New information/linv: the suspected trilogy o2 ventilator power management board was returned to the manufacturer product investigation lab (pil) for investigation of the complaint of internal battery not charging and the failure of the power management board could not be confirmed. The power management board was scrapped.

Event description:
The manufacturer received information alleging customer states the internal "battery is not charging" alarm occurred on a trilogy o2 ventilator. The device was in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation while the issue was not duplicated during testing an error code in relation to (internal battery not charging) was recorded in the device event log indicating a failure had occurred in the charge control. In conclusion, the device's power management board needs to be replaced to address the issue. The part was not replaced due to the lease term of the device being up. Confirmed the software version is 14.1.03. The suspected power management board was sent to the manufacturer product investigation lab for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed.